Manufacturer narrative:
The cori drill attachment p/n rob10015 (B)(4) used in treatment was returned. A relationship between the reported event and the device was established. The reported problem was confirmed. The drill attachment and the drill array is stuck on the drill and cannot be removed. A functional evaluation was performed. The drill was disassembled and the drill attachment was removed. The drill attachment shaft lock nut was out of specification at 8"lbs. The lock nut backed out of the shaft causing it to get stuck on the drill and not allowing it to be removed. The most likely cause of this even was that the drill attachment shaft lock nut bearing backed out due to vibration rendering it locked on the drill and unable to be unlocked or removed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, after a cori-assisted tka surgery, it was not possible to get the ri robotic drill attachment off of the real intelligence robotic drill. The drill, long attachment and real intelligence robotic drill tracker were all stuck together. They tried starting a new case, unlocking, etc. Without luck. They attempted to do drill test with hopes they would unlock, but they had no luck. As this happened after the case, there was no patient involved. Moreover, according to the investigation findings, the most likely cause of this event was that the ri robotic drill attachment shaft bearing lock nut unthreaded due to vibration causing it to get stuck on the real intelligence robotic drill, which makes this a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.